Event description:
Patient presented to the physician with ongoing residual neck irritation and facial pain when using therapy. Physician brought the patient into the or, replaced the ipg and stimulation lead, and closed.